Manufacturer narrative:
Section d4: the lot number was not provided and was unable to be determined during investigation. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event was confirmed during evaluation of the returned system monitor main printed circuit board assembly (pcba). Field service confirmed the reported event and discovered the main pcba to be defective. The defective board was replaced and the unit was returned to the customer. Further analysis of the main pcba revealed the gpu u201 (graphics processing unit) as the suspect component as it is the main display controller. Due to the component being unable to be replaced, the suspect component could not conclusively be determined as the root cause. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 09jan2012. Heartmate ii power module instructions for use revision b states if the system monitor does not work, call thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had been acting strange. The screen was shifted over to the left and was cutting in and out. Repair was requested.